Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayone emv rao200e iol was implanted on (B)(6) 2022. Post-operatively, the patient has presented with a refractive error. The healthcare facility in correspondence with rayner has stated "at this time, dr. (B)(6)wants to continue to follow the patient. The patient has a slight refractive error but he does not feel a lens exchange is needed. He will see the patient again in a week". The follow-up information received from the healthcare facility identified that the patient would undergo a photorefractive keratectomy (prk) in (B)(6) 2022 to correct their visual outcome. The implanted lens is subject to a voluntary recall initiated by rayner on 17th may 2022. The recall reference assigned by FDA is (B)(4).

Event description:
On 16th may 2022, rayner intraocular lenses limited received notification from a us healthcare facility that a lens subject to recall (ref. (B)(4) had been implanted. Post-operatively, the patient has presented with a refractive error.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayone emv rao200e iol was implanted on (B)(6) 2022. Post-operatively, the patient has presented with a refractive error. The healthcare facility in correspondence with rayner has stated "at this time, dr. Bergstrom wants to continue to follow the patient. The patient has a slight refractive error but he does not feel a lens exchange is needed. He will see the patient again in a week". The implanted lens is subject to a voluntary recall initiated by rayner on (B)(6) 2022. The recall reference assigned by FDA is 3012304651-05/17/2022-001-r.

Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a us healthcare facility that a lens subject to recall (ref. 3012304651-05/17/2022-001-r) had been implanted. Post-operatively, the patient has presented with a refractive error.